Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line that was lying on their bed during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. The fluid leak was discovered during fill 1 of 4. The cause of the leak is unknown. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred on (B)(6) 2021. The patient stated that the fluid leak occurred during fill 1 of 4. The patient stated that the fluid leak came from the patient line and stated that it leaked all over their bed. The patient confirmed that the fluid leak occurred from the patient line and stated that fluid did not get on or near the cycler. Prior to the leak, the patient received an air detected in cassette warning during drain 0 of 4 of treatment. Fluid did not come in contact with the cycler. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to reset up with new supplies and complete peritoneal dialysis on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line that was lying on their bed during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. The fluid leak was discovered during fill 1 of 4. The cause of the leak is unknown. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred on (B)(6) 2021. The patient stated that the fluid leak occurred during fill 1 of 4. The patient stated that the fluid leak came from the patient line and stated that it leaked all over their bed. The patient confirmed that the fluid leak occurred from the patient line and stated that fluid did not get on or near the cycler. Prior to the leak, the patient received an air detected in cassette warning during drain 0 of 4 of treatment. Fluid did not come in contact with the cycler. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to reset up with new supplies and complete peritoneal dialysis on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.